Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission to reflect device evaluation. The device met all specifications as received. The failure mode could not be determined but the broken needle point condition is consistent with passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating part (instrument) was not returned or identified. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
The multifire scorpion needle was being used in a rotator cuff repair arthroscopy procedure. During the procedure, after passing the fibertape, the tip of the needle broke off inside of the cuff tissue of the patient. An x-ray was performed and confirmed that the tip is retained inside the patient. The surgeon attempted to remove the needle without success and did not have to create another incision to do this. Used another multifire scorpion needle to complete the procedure successfully. No patient injury reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
The multifire scorpion needle was being used in a rotator cuff repair arthroscopy procedure. During the procedure, after passing the fiber tape, the tip of the needle broke off inside of the cuff tissue of the patient. An x-ray was performed and confirmed that the tip is retained inside the patient. The surgeon attempted to remove the needle without success and did not have to create another incision to do this. Used another multifire scorpion needle to complete the procedure successfully. No patient injury reported.